Event description:
This 48 year old female was post op from open cholescystectomy on 12/11/92. (Los 12/11/92-12/17/92). A 50mg (1 mg/ml) bag of morphine and normal saline was hung at 1545. Bag found empty at 2030. Settings of program: infused: 3mg; programmed 0 mg/hr; bolus 1.5 mg; off time 8 min.; total infused 3 mg; requests 12; reserve 41. At 2130, patient had periods of apnea. Both anesthestist and surgeon contacted. At 2200, narcan given and apnea monitor applied to bed. There was no apparent bag leak. Of note - this is the same pump in our prior 3/24/92 event reported to you. It had been checked and returned by abbott and put back into use. Patient had no ill effect. Abbott contacted. Pump being sent to manufacturer 12/16/92device not labeled for single use. Patient medical status prior to event: fair condition. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: none or unknown, invalid data. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.